Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering insulin. Customer experienced low blood glucose and treated with food for low blood glucose. Customer stated that even if they suspended the insulin pump and disconnected the tubing, still drops were coming out and causing low blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 customer stated: when I took the reservoir out of the insulin pump, it was still full I pushed the insulin out manually using the plunger and the insulin came out but the insulin pump is not working and not delivering insulin. Thus and care link pro software was utilized and downloaded trace/history files properly. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self-tests and the delivery accuracy test at 0.0871 inches. No unexpected prime/fill, no delivery alarm anomalies were noted during testing or in the file history. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The device p-cap / test reservoir locks in place properly and no anomaly noted. Device had cracked battery tube threads, cracked case corner of belt clip rails, broken belt clip rails. Please see below for the boluses delivered on (B)(6) 2021 listed in the formatted history file. (B)(6) 2021 08:43:36 bolusamountdelivered = 2.7, (B)(6) 2021 12:53:06. Bolusamountdelivered = 3.3, (B)(6) 2021 13:32:12. Bolusamountdelivered = 5.4, (B)(6) 2021 16:02:38. Bolusamountdelivered = 4.3, (B)(6) 2021 17:39:50 bolusamountdelivered = 9.6, collection all bolus delivered on (B)(6) 2021 = 25.3, and in dailytotalofbolusinsulindelivered = 25.3. In conclusion, device passed the functional test. No over delivery anomaly noted. All boluses on (B)(6) 2021 was programmed and delivered by the customer. No bolus anomaly noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.